Manufacturer narrative:
No conclusion code available. Functional testing of the returned generator confirmed the field reported event as the device failed to initialize with a blank screen displayed. The microprocessor was temporarily replaced for the purpose of the evaluation and normal functionality was restored to the system. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to abnormal functionality of the microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an ablation procedure, the generator booted up to a white screen. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.